Manufacturer narrative:
(B)(4). Upon further review of the investigation report, it was determined that this was not a reportable event; thus, the initial MDR submitted on 13-january-2026 should be retracted.

Event description:
It was reported that "there was an issue where the clip got stuck during loading. No further information could be confirmed by the customer." No medical intervention required. The patient's status is reported as "fine."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "there was an issue where the clip got stuck during loading. No further information could be confirmed by the customer." No medical intervention required. The patient's status is reported as "fine."